Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was rewired. A field service engineer unplugged and replunged tower cables in correct order, had the customer recover the tower doors and tested functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name e1.- (B)(6) hospital.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the tower door was rewired. Technician was accidentally rewired it, but opposite door opened the customer reported that the malfunction took place when the user tried to dispense medication to the patient, however no delay was reported. There were no adverse events or injuries reported based on this incident.